Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. However, it was noted that the upper case was contaminated, the lower case was broken, the battery release was contaminated, the two side bail covers were broken, the ring cover was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the keyboard pad was contaminated and the main printed circuit board (pcb) was out of electrical specification. (B)(4).

Event description:
It was reported the atrial rate and output are out of calibration and not within acceptable tolerance. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis could not confirm the customer reported calibration issue. However it was confirmed that the main pcb was out of specification due to atrial alternating current (ac) rejection failure, this was determined to be caused by a defective integrated circuit component.